Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report 3005099803-2009-04368 for the other associated device info. It was reported to boston scientific corp that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, inside the pt, the tip of both tomes were observed to be split or jagged and not smooth. The procedure was completed with a third jagtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): (jagged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).